Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with label damage, cracked case (battery tube), and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped in bathtub and there was water condensation under the screen. Serial number label was rubbed off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.